Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (443 mg/dl). Reportedly, the pump basal rate had recently been lowered by the customer's health care professional. Subsequently, the customer was delivered larger boluses to compensate for the lowered basal rates and customer's blood glucose level dropped to 36 mg/dl. Customer ate carbohydrates to address low blood glucose levels. Tandem technical support guided the customer through adjusting the pump settings.